Event description:
The pt is pursuing a product liability claim arising from the use of durom acetabular cup. It was reported by the pt's counsel that his client received a durom acetabular component 52/46 code l, left side, on (B)(6) 2004. The pt is currently being monitored due to unk reason.

Manufacturer narrative:
This case was reopened on february 08, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Based on an extensive investigation of events reported from several user facilities outside the u.s. Zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(6) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). The case for this complaint has not been provided, but the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on january 17, 2017 to enter additional information which was received on january 12, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).